Event description:
Pt for implant pacemaker ventricular lead 2005. Chest x-ray confirmed appropriate lead position. Returned to ed two days later with chest pain - chest x-ray revealed some atelectasis at left lower lobe. Radiologist read x-ray as normal with pacemaker in good position. Returned to ed twelve days later with left chest pain. CT scan showed large left pleural effusion with consistency of blood with the pacer wire traversing the pericardium into left pleural space. Transferred to hosp.